Event description:
User reported over a 3 day period results for ph and pco2 appeared to be inaccurate. The following four patient examples were provided in which the ph, pco2 and po2 results do not fit their clinical pictures. All results provided were from separate samples, no units of measure provided. Results from 7 samples on 6/21/08 between 21:50 and 6/22/08 04:30; ph=7.04, 6.92, 6.99, 6.99, 6.99, 7.06, 7.04; pco2=10.79, 13.46, 11.58, 10.56, 10.5, 9.0, 8.9; po2=28.11, 29.34, 20, 16.47, 11.7, 10.9, 13.1. Treatment was adjusted for patient one. No apparent injury, ill health or damage to the patient was reported. All patients suffering renal problems. Erroneous results were also reported for patients 2 through 4, no information provided to determine if any adverse events occurred in association with the incorrect results for patients 2 through 4. If additional information is received, appropriate notification will be provided.

Event description:
User reported over a 3 day period results for ph and pco2 appeared to be inaccurate. The following four patient examples were provided in which the ph, pco2 and po2 results do not fit their clinical pictures. All results provided were from separate samples, no units of measure provided. Results from 13 samples on 6/21/08 between 17:23 and 6/23/08 14:05: ph= 7.44, 7.43, 7.161, 7.41, 7.4, 7.421, 7.45, 7.4, 7.46, 7.51, 7.53, 7.44, 7.49; pco2=5.06, 5.17, 8.9, 5.8, 5.95, 5.5, 4.68, 5.79, 5.06, 4.81, 4.42, 5.75, 4.69; po2=11.04, 11.02, 11.8, 11.9, 11.95, 12.8, 12.36, 11.94, 12.04, 11.8, 12.39, 11.87, 12.77. Patient 3, results from 8 samples on 6/22/08 between 17:19 and 6/22/08 17:48: ph= 7.31, 7.21, 7.19, 7.40, 7.42. 7.40, 7.42, 7.43; pco2= 11.13, 12.93, 13.1, 8.6, 8.2, 8.78, 8.19, 8.03; po2=9.55, 8.79, 8.9, 8.98, 9.1, 9.21, 9.09, 8.77. Patient 4, results from 7 samples on 6/21/08 between 18:13 and 6/22/08 13:20: ph=7.49, 7.49, 7.213, 7.40, 7.50, 7.52, 7.46; pco=4.74, 4.64, 7.8, 5.04, 4.41, 3.9, 4.74; po2=15.25, 10.76, 13.1, 13.7, 13.01, 14.5, 13.97. All patients suffering renal problems. Erroneous results were also reported for patients 2 through 4, no information provided to determine if any adverse events occurred in association with the incorrect results for patients 2 through 4. If additional information is received, appropriate notification will be provided.